Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and confirmed a ¿speaker malfunction¿ inop message was displayed on the device. The rse determined that the mx40 device needed to be replaced. A nemo (non-engineering material only) service was agreed upon. The customer ordered a replacement device to resolve the issue. Good faith efforts (gfe) were conducted to obtain further details to clarify if the speaker produced sound; the gfes were not successful, as there was no response received. Based on the information available, the cause of the reported problem was the speaker. The reported problem was confirmed. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
The device was received and diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced sound. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Although the speaker was confirmed to be functioning per specification during testing, it was indicated that there was a speaker malfunction error and philips is unable to confirm if the mx40 was still producing sound at the time of the event. The speaker has been replaced per current process. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the telemetry device displays a ¿loudspeaker fault¿; it is unknown if the device was able to produce sound, despite the error message. The customer wants to do a standard exchange of the telemetry. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.